Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4) - against resistance.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed however the resistance with the balloon catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi torque guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance.

Event description:
Subsequent to the initial filed report, it was noted on(B)(4) 2013 that the 014 hi-torque balance middleweight (bmw) elite w/o marker guide wire had been received (B)(4) 2013 with its tip coil stretched but not separated from its core as initially reported. Additional information received indicated that the correct device had been returned and that the reported unraveling meant that the tip coil was stretched and not separated from its core. No additional information was provided.

Event description:
It was reported that during the procedure, a 014 hi-torque balance middleweight (bmw) elite w/o marker guide wire was advanced via femoral access past a de novo lesion in an unspecified coronary artery. After advancing and positioning a non-abbott balloon dilatation catheter (bdc) with slight difficulty over the bmw and in the target lesion, prior to attempting balloon inflation, it was noted that the tip coils of the bmw were unraveled. An attempt was made to retract the bdc over the bmw, but the bdc was difficult to retract over the bmw, despite applied force. Thus, both the bmw and non-abbott bdc were removed from the anatomy as a single unit. A new bmw elite and a new non-abbott bdc were used successfully to treat the target lesion with satisfactory results. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.